Manufacturer narrative:
The failure for overheating was not confirmed by the repair technician and diagnostic engineer through functional evaluation. The device was disassembled and the components of the drill were conforming.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.